Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 450 mg/dl. The customer reported headaches and dry mouth due to high blood glucose and also reported diabetic ketoacidosis. The customer was admitted to the hospital and treated with an IV insulin drip. Troubleshooting was performed but the insulin pump failed the high pressure test. The customer was using the insulin pump within 48 hours of the reported high blood glucose event and the auto mode smart guard feather was inactive. No further complications were reported by the customer. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Device test failed not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 19-jan-2024 in the pump history file. 01/19/2024 13:31:04.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.2 bolusamountdelivered = 0.2 01/19/2024 13:39:26.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1 01/19/2024 13:56:14.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.4 bolusamountdelivered = 6.4 01/19/2024 14:35:16.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 11.2 bolusamountdelivered = 11.2 please see below for the daily total of all insulin delivered on the event date 19-jan-2024 in the pump history file. 01/20/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 01/19/2024 00:00:00.000 dailytotalofallinsulindelivered = 60.825 dailytotalofbasalinsulindelivered = 39.925 dailytotalofbolusinsulindelivered = 20.9 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-jan-2024 in the pump history file. (B)(6) 2024 11:24:04.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2024 16:23:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2024 16:34:48.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2024 01:54:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2024 02:04:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2024 02:24:45.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2024 02:25:00.000 alarmalertnotification faultnumber = off no power (11) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Earliest power data available per the power management tool/detail trace file is on 1/21/2024 9:13:00 am. There was no power data available for the dates of 01/16/2024 and (B)(6) 2024. Unable to check power data for low battery alert, replace batt alert/change battery fault (73) and replace battery now alarm/off no power (11). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No delivery (7) alarm - not confirmed. Low battery alert (104) - unknown. Change battery fault (73) - unknown. Off no power (11) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.